Event description:
Reportedly, the subject programmer does not recognize different programmer heads. Additionally, there is a green button showing the connection with electricity but the screen remains black.

Event description:
Reportedly, the subject programmer does not recognize different programmer heads. Additionally, there is a green button showing the connection with electricity but the screen remains black.

Manufacturer narrative:
Preliminary analysis revealed that the issues are caused by a defective etx board.

Event description:
Reportedly, the subject programmer does not recognize different programmer heads. Additionally, there is a green button showing the connection with electricity but the screen remains black.